Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported a blood glucose level of 585 mg/dl. It was reported that the insulin pump alarmed no delivery. Customer's current blood glucose reading was 370 mg/dl. Nothing further reported.